Event description:
It was reported that the patients current therapy was no longer adequate. It was noted that the patient had the device optimized. The patient has been experiencing heart palpitations and shocks since the reprogramming. The patient turned off stimulation and the heart palpitations and shocks stopped.